Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used to close the skin. The patient developed redness, edema, and purulent drainage at the site. The wound was debrided. The patient was then sent for a right elbow x-ray: dorsal soft tissue swelling and subcutaneous edema was noted. As of (B)(6) 2014 patient was sent for blood work & culture. The current status of the patient is purulent drainage from the wound.